Event description:
A review of device data shows an impedance trend indicating a possible insulation issue, which could cause oversensing. The sic (sensing integrity counter) has increased, which points to potential oversensing. The lead was replaced. No patient complications have been reported as a result of this event.